Event description:
It was reported that this right ventricular (rv) lead recorded multiple instances of high out of range shock impedances. Technical services (ts) recommended lead replacement. This device remains in service. No adverse patient effects were reported.